Manufacturer narrative:
D6a. Implant date approximated based on the reported year 2011. Exact implant date is unknown.

Event description:
It was reported that after 13 years of implantation this artificial urinary sphincter stopped working, possibly due to urethral atrophy. The device was removed and replaced. No further patient complications were reported.

Event description:
It was reported that after 13 years of implantation this artificial urinary sphincter stopped working, possibly due to urethral atrophy. The device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
D6a. Implant date approximated based on the reported year 2011. Exact implant date is unknown.